Manufacturer narrative:
Boileau p, winter m et al. (2013). Can surgeons predict what makes a good hemiarthroplasty for fracture? J shoulder elbow surg, 22:1495-1506. This is the final report submitted regarding this surgical event and medical device.

Event description:
One revision performed for early tuberosity detachment.